Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced. However, a failed leak test was observed due to a crack on the video connector and kinks on the cable. Based on the results mentioned, it was determined that poor communication occurred due to interior flooding, and the image was not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up communication with the customer regarding the reported event provided no further information other stating that the reported event first identified is unknown. Customer reiterated no patient involved during the event. The device was returned to olympus for evaluation and the customer's allegation was not confirmed, however, during inspection it was found the video cable failed the leak test due to cracking on the video connector and kinks on the cable was noted. In addition the unique device identification (UDI) could not be scanned due to deep scratches on it. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the picture on the hd camera head was not clear. The issue was found in the operating room during an unknown event. There was no patient involvement associated with the event.